Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-00559. It was reported the patient never experienced effective therapy following implant of the scs system. To address the issue, the physician explanted the system.

Manufacturer narrative:
Corrected data: explant date- explant date was inadvertently left out of the initial report.